Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during implant, there were no sensing. The physician decided to take another lead and good measurements were found. The patient¿s condition is fine after the event.

Manufacturer narrative:
Analysis was normal. No anomaly was found.